Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a temperature issue with the pump and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: there was evidence of overheating illustrated in sudden and unexpected voltage drops on (B)(6) 2016. The pump's case was cracked at the lower right corner between the sealing and the keypad. There was moisture corrosion observed on the display screen inside the pump. The pump failed a leak test due to the casing damage. The pump's current draws were within specifications.